Event description:
It was reported that the right atrial lead dislodged and was capturing the ventricle. The atrial lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).